Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history was not provided for review. Current information is insufficient to permit a conclusion as to the cause of the event. Used.

Event description:
It was reported that patient underwent an oral bone grafting procedure on (B)(6) 2015. Subsequently, the bone graft was removed on (B)(6) 2016 due to ossification failure and loss of the dental implant.

Manufacturer narrative:
This follow up report is being filed to relay additional information. Corrective action was initiated for the reported issue.